Manufacturer narrative:
The imaging system was returned to the manufacturer for analysis. Analysis found that multiple internal components were damaged from electrical overstress. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system caught on fire and internal components got damaged. There was no patient present.